Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned voyager nc dilatation catheter noted blood visible in the shaft and hypotube and contrast on the hypotube, consistent with preparation and a separation while in the patient anatomy. The shaft was separated 7 mm distal to the guide wire exit notch, confirming the reported separation. The separated portion including the balloon was not returned. The material at the separation was stretched and jagged which suggests that the separation may be related to tensile overload (material stress/fatigue). The dispenser coil used during the procedure was not returned. Factors that can contribute to shaft separations include, but are not limited to, manufacturing, handling during preparation, product placement technique, fracture/kinked shaft, or weak seals. In this case, the presence of blood and contrast on the catheter is inconsistent with the reported information that the catheter was noted to be separated out of the package; therefore, it is possible that the shaft was inadvertently handled during preparation or advancement in the patient anatomy, resulting in the separation however this could not be confirmed. Factors that may contribute to damage to the packaging components include, but are not limited to, manufacturing, transportation, handling at the distributor, handling during inventory storage and/ or handling during unpacking. The dispenser coil was not returned therefore the reported kinks could not be confirmed. All products are visually inspected for damage during the manufacturing process, including at the point the product is placed in the coil dispenser. Inspection of the dispenser coil is performed during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint handling database for the reported lot revealed no similar incidents reported for kinks or shaft separations.

Event description:
It was reported that the voyager balloon shaft was "broken" upon opening the package during prep for the coronary ptca procedure. It was also noted that hoop was bent in 2 places, approximately 7 inches and 11 inches from the tip of the hoop. A second balloon was then used to complete the procedure. There was no delay in the procedure, and there were no adverse patient effects. No additional information was provided. The returned product analysis revealed blood in the device indicating possible use in the patient.

Manufacturer narrative:
(B)(4)